Event description:
It was reported that there was a lot of resistance encountered as the device was being advanced through the microcatheter towards the ruptured anterior cerebral artery aneurysm during the coil embolization procedure. The coil and the microcatheter as one unit were successfully removed without any consequences to the pt. On removal, it was noted that the coil was stretched. Analysis of the returned device found that the coil was broken. The procedure was successfully completed using the same microcatheter and four coils. The current pt condition was reportedly fine.

Manufacturer narrative:
Additional info regarding the event was requested and the following was determined: there was no damage noted to the packaging or the device prior to use. Continuous flush was maintained. The device were not rotated or repositioned at any stage as it was advanced in the catheter. All movements were slow and smooth. The device history record review confirmed that the device met all material, assembly and performance specifications. The returned coil was observed to be extensively stretched and was separated to the pusher wire. The pusher wire was kinked 15.5cm from the proximal end. Microscope examination revealed that the device was broken near the section where the poly ethylene (pet) covered the winds at the pet junction. The winds of the coils inside the pet had been stretched. The fused pet junction was intact. There were no anomalies with the form tip ball. The risk of coil stretching and following breakage is a known procedural factors associated with the coiling procedure. Therefore, based on the investigation and info available, the most likely a root cause is related to operational context.